Event description:
Procedure type: operative laparoscopy. According to the reporter: while doing an operative laparoscopy, the balloon at the end of the blunt tip trocar and syringe (oms-t10bt) popped and was in patient's abdominal cavity. Mds were able to retrieve the piece of latex balloon laparoscopically, and it did appear that they retrieved it in its entirety. No patient injury was reported.

Manufacturer narrative:
(B) (4).